Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not ejecting properly. The field service engineer (fse) identified multiple random pocket failures on auxiliary drawer 2-2. The drawer was removed and inspected under all pockets, and the row board cables were reseated. The back of the drawer was opened, and the retractor band for drawer 2-2 was replaced. The drawer was tested in diagnostics, and the pharmacy tested it in the application. A proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the eject cubie had an issue and continued to fail even after recovery. The user had unloaded the cubie and loaded it into another station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.